Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-dilation was performed using a 20x45 cristal balloon. The delivery catheter system (dcs) was advanced through the femoral artery without difficulties. During the first positioning attempt, it was observed that the valve was significantly constricted. The valve was recaptured and removed. The entire system was washed and checked to ensure it was well assembled. A pre-dilation was performed using a 23x40 cristal balloon. The valve and dcs were once again advanced through the femoral artery. Four attempts were made to release the valve, but the valve remained constricted. Infolding was seen during the third recapture and the valve was recaptured once again in an attempt to improve valve expansion, however this was unsuccessful. The valve and dcs were once again removed from the patient. The valve was washed but there was great difficulty in removing the thrombi present in the valve. The physician was not comfortable attempting implant again with the same valve due to the amount of thrombi, therefore the valve and dcs were replaced. A new valve and dcs were loaded and successfully implanted with good expansion. A post-dilation was performed using a 25x50 cristal balloon. No paravalvular leak (pvl) was present, and the patient had an average gradient of 2mmhg. The patient remained hemodynamically stable throughout the procedure. T hermal-coronary-angiography (tca) was performed during the procedure, and the patient left the room awake. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID envpro-16 (lot: 0011853527); product type: 0195-heart valves product ID l-envpro-16 (lot: 0011723994); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) images provided from (B)(6) 2024. Perimeter and perimeter derived diameters are 79.2 mm/25.2 mm suggesting a 29 mm evolut. Aortic root angle is approximately 41°. Possible left atrial appendage thrombus vs. Inadequate contrast filling. Protruding calcium seen in aortic annulus under left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). Aortic valve leaflets appear mild to moderately calcified. Intra procedural fluoroscopic images were provided. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. During the deployment attempt, the valve appeared to be significantly under-expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. It was reported that the valve was recaptured, removed from the body, and washed on the sterile field to be reused. As stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. A second pre balloon aortic valvuloplasty was performed prior to the delivery catheter system reinsertion. The same valve was redeployed and an infold was evident during the deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that the infolded valve was recaptured and redeployed without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. Ultimately, the infolded valve was recaptured, removed and a new valve was loaded. Fluoroscopy valve load inspection of the new valve was performed and confirmed a good load. The new valve was implanted without an infold. A post implant dilatation was performed to further expand the bioprothesis. Final angiogram confirms good expansion and no paravalvular leak . Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-dilation was performed using a 20x45 cristal balloon. The delivery catheter system (dcs) was advanced through the femoral artery without difficulties. During the first positioning attempt, it was observed that the valve was significantly constricted. The valve was recaptured and removed. The entire system was washed and checked to ensure it was well assembled. A pre-dilation was performed using a 23x40 cristal balloon. The valve and dcs were once again advanced through the femoral artery. Four attempts were made to release the valve, but the valve remained constricted. Infolding was seen during the third recapture and the valve was recaptured once again in an attempt to improve valve expansion, however this was unsuccessful. The valve and dcs were once again removed from the patient. The valve was washed but there was great difficulty in removing the thrombi present in the valve. The physician was not comfortable attempting implant againwith the same valve due to the amount of thrombi, therefore the valve and dcs were replaced. A new valve and dcs were loaded and successfully implanted with good expansion. A post-dilation was performed using a 25x50 cristal balloon. No paravalvular leak (pvl) was present, and the patient had an average gradient of 2mmhg. The patient remained hemodynamically stable throughout the procedure. Th ermal-coronary-angiography (tca) was performed during the procedure, and the patient left the room awake. No adverse patient effects were reported. Additional information was received that during the valve implant procedure, no misload was observed. The delivery catheter system (dcs) had no difficulties advancing through the right femoral artery. Per the physician, the patient's calcification contributed to the event.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned to medtronic so no product analysis could be performed. Under-expansion and infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, with the information available, a root cause of the under-expansion and infold could not be confirmed. However, the patients calcified anatomy and thrombus likely contributed to the expansion issues and ultimately the infolded valve. It was reported that the system was removed from the body, washed, and reused after the initial implant attempt. This is off-label as the IFU states not to attempt to reuse either component after removal. Ultimately, a new system was used and the valve was implanted successfully. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available a conclusive root cause cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.